Event description:
It was reported that the patient's stimulation had worked well for approximately 6 months. Last year, the stimulation "stopped working" and since then the patient has had it off. The patient was told that their lead had moved and that they were going to keep the stimulation off to see how she did without it. The patient also reported an overstimulation sensation in the their right leg, with stimulation on. Subsequently, the patient experienced periodic shocking sensations. The sensations were described as "buzzing" in her feet, legs, and hands. It was not mentioned if the neurostimulator was on or off while these sensations occurred, but would happen while the patient was lying down or standing up. The patient experienced the shocking sensation often and had recently been admitted to the hospital for pneumonia and mrsa. Additional information had been requested, but was not available as of the date of this report.

Manufacturer narrative:
Lead model 377860, lot # v544702026, implanted: (B)(6) 2010, explanted: na. Lead model 377860, lot # v523346013, implanted: (B)(6) 2010, explanted: na. Recharger model 37752, serial # (B)(4). Programmer model 37743, serial # (B)(4).

Event description:
Additional information reported indicated that the patient's neurostimulator was nonfunctional due to the lead migration. The patient met with a manufacturer representative at the hospital to make sure their stimulation was off, before meeting with their surgeon. The patient did not follow-up with the manufacturer representative following their appointment with the surgeon. If additional information becomes available, a follow-up report will be sent.